Event description:
This lead was capped and replaced due to oversensing. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
10/16/15 - we were notified that we had the wrong model name and model number. The correct model name is kentrox sl 65/16 and model number: 342397. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.